Event description:
It was reported that during use with bd safe-clip¿ needle clipping and storage device the device is not operating correctly, it will not "spring back" in ready position after use. The following information was provided by the initial reporter: consumer stated, once he clips the needle, the device will not "spring back" in a ready position to use again. Stated, he has to push it back with his hand so its ready to use again.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-aug-2023. Customer returned (1) used bd safeclip from the unknown lot#. It was reported by the consumer that once he clips the needle, the device will not "spring back" in a ready position to use again. The safeclip visually examined and observed no damages. Functionality test was performed and no difficulty was observed during clipping the needles. The device worked as intended. A device history record review showed no non-conformances associated with this issue during the production of this batch. Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. The cause for this issue is user related. The safeclip performed as intended, and is now likely full. H3 other text : see h10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nypro, mx is an OEM manufacturing site. D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd safe-clip¿ needle clipping and storage device the device is not operating correctly, it will not "spring back" in ready position after use. The following information was provided by the initial reporter: consumer stated, once he clips the needle, the device will not "spring back" in a ready position to use again. Stated, he has to push it back with his hand so its ready to use again.